Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure and upon inserting the pacemaker into the pocket, the pulse generator lost output. The device was not installed and a new device was implanted. No patient symptoms were reported.